Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that upon removing the pentaray navigational eco catheter from the patient's body during this atrial fibrillation (afib) procedure, it was noticed that the catheter tip was separating from the shaft. The catheter was replaced and the procedure resumed. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted the transition area separated leaving wires exposed. Upon request, additional information was provided on the event. Response received from clinical account specialist (cas) peters jeffrey. This account uses an IV pump for fluid for the pentaray catheter. It was working fine for about 3 hours but then the pump started saying there was an occlusion. Being unable to resolve the pump alarm by adjusting the tubing, the catheter was removed to see if it could be manually flushed. Once it was removed, the physician noticed the tip/shaft separation. After this catheter was removed, a new pentaray catheter was used to continue with the procedure. It was unknown if the tip separation caused the pump alarm or if the separation occurred when the physician was removing the catheter. If the separation occurred in the patient, it is possible that the electrode wires were exposed. The catheter was removed with no issues and there was no patient consequences reported. If the separation occurred in the body, then it is possible that the electrode wires were exposed. The catheter tip separating during use on the patient is indicative of a reportable event.

Manufacturer narrative:
(B)(4) it was reported that upon removing the pentaray navigational eco catheter from the patient's body during this atrial fibrillation (afib) procedure, it was noticed that the catheter tip was separating from the shaft. In addition, and after three hours, the pump started saying there was an occlusion. The returned device was visually inspected upon receipt and the reported condition was confirmed since the tip and shaft were found separated. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the quad lumen tip. Due to this condition, the irrigation tubing was found kink in the tip - shaft transition section. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. Complaint system was reviewed and no other similar complaints were reported under lot number 16014640l. The customer complaint has been verified. An internal corrective action has been opened to address the pentaray tip separation issue.